Event description:
It was reported that the patient has been referred for a full revision due to the device not working. No further specifics were provided. No known surgical intervention has occurred to date. No other relevant information has been received to date.